Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow up with no complaints. Upon examining the pulse generator, it was discovered that the atrial lead exhibited noise. The lead noise was reproducible in clinic via testing. The atrial lead was reprogrammed and noise was no longer observed. The patient was in stable condition.